Event description:
A balloon catheter leaked after the first inflation. A second balloon catheter was used and there were no pt complications. Co's attempts to gain further info surrounding this event have been unsuccessful. Device was returned, evaluated and retained by this MFR. The engineering eval confirmed a hole in the distal shoulder of the balloon. However, without further info regarding the circumstances surrounding this event, co is unable to determine the exact cause for this event. Directions for use state: "do not exceed the normal pressure printed on the product label. Never manipulate the catheter with the balloon inflated... The integrity of all balloon catheters may be compromised by sharp objects or surfaces. Not recommended for use in calcified lesions."